Event description:
During a remote follow-up, noise that led to oversensing and automatic mode switch (ams) was detected on the right atrial (ra) lead. Lead damage was suspected but was not confirmed. No known intervention has been performed at this time. The patient was stable.